Event description:
It was reported that a patient passed away due to sepsis and atrial fibrillation. The patient's pacemaker and leads were explanted. It is unknown if the patient¿s infection or death was caused or contributed by any of the patient¿s abbott products or any procedure involving the abbott products.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions. Full analysis not needed.